Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/19/2016 with the following findings: the black box shows no evidence of short battery life prior to complaint date. Pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment intact. Checklist steps 10,11,13,30 fail due to unresponsive keypad. Unable to adequately investigate "battery life" complaint due to unresponsive keypad preventing the completion of the current draw measurements . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.